Event description:
Followup information received indicates there was no abnormality considered with the analyzer because similar events had occurred after changing the analyzer.

Event description:
It was reported the measured voltage of the right ventricular lead for impedance using the programmer/analyzer was a failure. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).